Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the threads on the impactor handle are damaged. It was unable to thread a cup or liner tip on it. Surgical delay was unknown. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the duraloc str cup impactor was found stripped and deform from the threaded tip, this type of damage at the tip is consistent with impacting the device before the threaded tip is fully seated. Therefore, it is reasonable to conclude that the unable to assemble is confirmed. Also the device exhibits signs of wear due to normal use in the plastic handle. The reported allegation can be confirmed. A dimensional inspection was not performed as it is not applicable to the complaint issue. A functional test was unable to be performed due to post manufacturing damage and the mating devices was not returned. The overall complaint was confirmed as the observed condition of the duraloc str cup impactor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the threads on the impactor handle are damaged. It was unable to thread a cup or liner tip on it. Surgical delay was unknown.

Manufacturer narrative:
Product complaint # (B)(4). UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. H11 additional narrative: added: a1,a2,a3a.